Event description:
Information was received indicating that a smiths medical medfusion 3500 pump had "issues with motor running." It was reported that the issue was found during trouble-shooting when the reporter received the pump with a note indicating that it was "not working." Patient involvement is unknown. No additional information was provided. No adverse effects were reported.

Manufacturer narrative:
Device evaluation: one pump was received for investigation with a cracked on right plunger case and bottom case. During occlusion testing, the "motor not running" error was found. Based on the evaluation and testing, the complaint was confirmed. The event problem source was identified as the combination naturally worn motor assembly, worm gear, leadscrew, and clutch halves.